Event description:
Customer alleged the leg twisted. Replacement warranty order #859948481. No injury alleged.

Manufacturer narrative:
The dealer stated that the leg on the 91-2 shower chair twisted while consumer was on chair. No injury or medical intervention. A replacement shower chair was issued under warranty order #859998481. Page 1 of the owner's manual states a warning, "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary". The consumers age, height and weight are unknown. Page 1 of the owner's manual states that the weight limit for the 91-2 shower chair is 315 pounds.